Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Functional testing unable to confirm customer concern as the device does deliver. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not delivering medication dose. Event occurred during infusion. There was no patient harm or adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.